Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented to the clinic and the lead exhibited an impedance anomaly and loss of capture. The patient was admitted to the hospital and a chest x-ray confirmed that the lead dislodged. The lead was explanted.